Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. For clarification, the permanent cautery spatula instrument was found to have a broken pitch cab at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Root cause of this failure is attributed to a component failure. Additional findings not reported by site. The instrument was found to have a derailed grip cable at the distal idler pulley. The yaw motion may be non-intuitive as a result. Root cause of this failure is attributed to a component failure. The instrument was found to have a broken conductor cap. The broken piece was not returned and was approximately .028¿ x .080¿ in size. Root cause of this failure is attributed to user. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.091¿ - 0.331 in length and were not aligned with the tube axis. Root cause of this failure is attributed to user. A site history was performed and no related complaints were found. A review of system logs showed that the permanent cautery spatula was last used on (B)(6) 2020 on system number (B)(4) and it had 5 lives remaining. No image or video was provided for review. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion: the permanent cautery spatula instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although no patient harm was reported, if the issue were to recur, it could potentially result in an adverse event.

Event description:
It was reported that, during central processing, the permanent cautery spatula had a loose cable. There was no patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.